Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive for c. Tropicalis occurred. Confirmatory testing gram stain gram negative rods and culture only grew e coli. The following information was provided by the initial reporter: customer states she has multiple molecular fp for c. Tropicalis gram stain:gram negative rods culture results:e coli accession number: (B)(4)

Manufacturer narrative:
H.6. Investigation summary: catalog: 442020 batch no.: 3123431 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history records review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history records review results. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive for c. Tropicalis occurred. Confirmatory testing gram stain gram negative rods and culture only grew e coli. The following information was provided by the initial reporter: customer states she has multiple molecular fp for c. Tropicalis. Gram stain:gram negative rods. Culture results:e coli. Accession number: (B)(6).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.